Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) arrived at the station and had the customer log in to confirm the failure. The fse accessed the hardware test application, ejected the jammed cubie pocket, and loosened the lid using a tool before reinserting the cubie pocket. The fse continued attempts to open the lid within the application while adjusting it until it released successfully. The fse then had the customer log back in to recover the storage space. The customer attempted to move the medication to a larger pocket but was unable to unload it, after which some medication was removed to prevent the lid from jamming again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.